Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger failed the power-on-self test. The charger was returned to the vendor for further investigation. The root cause is underway at vendor. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem.